Event description:
Procedure: urological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair of sling (B)(6) 2010. Mesh revision surgeries (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
Additional info from the importer report: date of this report: (B)(6) 2012. Brand name: avaulta anterior biosynthetic system, catalog #: 486010, (B)(6). (B)(4).